Event description:
It was reported that the pump reset unexpectedly. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 162-163 mg/dl.

Manufacturer narrative:
Device not returned.